Event description:
The complainant has reported that one of the wires of the escape stone retrieval basket appeared to be detached. The issue was visible through the sealed package. The package was not opened. The device was not utilized during a procedure. There was no pt impact.

Manufacturer narrative:
The customer complaint was confirmed. The device was rec'd in an unopened pouch. One of the basket wires on the device is broken. A lot history search was performed and found no other complaints reported from this lot. The root cause classification has been attributed to a manufacturing error during packaging, which resulted in the damage to the basket of the device.